Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in a saphenous vein graft to the obtuse marginal artery. A 3.5x16mm graftmaster stent system was advanced toward the perforation, the system was inflated, the stent was implanted but the perforation was not completely sealed. The device was removed. A 4x16mm graftmaster was advanced toward the perforation, the system was inflated and the stent was implanted successfully sealing the perforation. Reportedly the site was aware that the 3.5x16mm graftmaster had expired prior to implanting the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.